Manufacturer narrative:
Product event summary: the balloon catheter was returned and analyzed. Visual inspection of the reported balloon catheter 2af283 lot number 67322 showed the device was intact with no apparent issues. Verification of the smart chip file indicated the catheter was used in four applications. The catheter failed the performance test, and dissection and pressure testing revealed a guide wire lumen kink at 1.02 inches from the tip inside the balloon. In conclusion, the reported balloon catheter failed the returned product inspection due to the guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the balloon catheter subsequently tested out of specification per the manufacturer's investigation.